Event description:
It was reported the patient had his spectra removed and replaced due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. They performed within specifications. Both cylinders had holes in the outer layer that were the result of a sharp instrument that exposed inner segments.